Event description:
It was reported by service report that the stretcher zoom drive controls are reversed. It is unknown if there was any patient involvement, however no adverse consequences have been reported.

Manufacturer narrative:
Evaluation: load cell.